Event description:
It was reported during in clinic follow up that the pacemaker could not be interrogated by inductive telemetry. An error message indicated an internal software error. The pacemaker was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Device was at end of service and not able to be interrogated when it was received. Analysis of device image showed code corruption and caused the device to revert to backup operation. Analysis performed after installing new battery did not find any anomalies. Code corruption was not reproduced and the cause could not be determined.